Event description:
It was reported that the probe loosened and fell into the patient's should joint during the operation. The surgeon managed to remove the probe from the joint and continue with a new probe.

Event description:
It was reported that the probe loosened and fell into the patient's should joint during the operation. The surgeon managed to remove the probe from the joint and continue with a new probe.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. A review of the device history record was performed. The review disclosed no manufacturing discrepancies that could contribute to this condition. The unit was visually inspected without magnification. The ceramic plus electrode breakage condition was confirmed. The detached electrode was not returned with the unit. Most probable root cause is user related (misuse). In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.